Manufacturer narrative:
Upon visual inspection by the authorized (B)(4) distributor, it was identified that the four mounting bolts that attaches the rear cuspidor bracket to the dental chair were loose which caused the top two mounting bolts to break. The distributor has already disposed of the bolts therefore (B)(4) cannot complete the evaluation. The dental chair is over 10 1/2 years old and is past the expected life of the device.

Event description:
It was reported that a dental hygienist was performing routine medical treatment to a patient when the rear mounted cuspidor fell off the (B)(4) sp30 dental chair. There were no injuries reported.